Event description:
It was reported that pump housing and usb port were damaged, which prevented pump from being charged. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.